Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a broken pin in the white power cable connection on their primary system controller. Their system controller and modular cable were both exchanged.

Event description:
The modular cable was not exchanged.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI was corrected. Manufacturer¿s investigation conclusion: no issues related to the modular cable were reported. The device history records were reviewed, and the records revealed that the modular cable (lot number: 10108530) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.